Event description:
A surgeon reported that he had a "number" of intraocular lens (iols) with glistenings that were implanted in the fall of 2012. He suspects that these were iols in their inventory that were very old. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history record could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the reporter to properly complete an investigation. Additional information was requested. (B)(4).